Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of fluid loss was not able to be confirmed through analysis. Analysis did not identify any component malfunction and the component performed within testing parameters. Technical analysis: the pump was returned for analysis to our post market quality assurance laboratory. Visual examination and functional testing did not identify any malfunctions with the component and the component performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical intervention to revise this inflatable penile prosthesis (ipp) due to inflation issues. The ipp pump and reservoir was explanted and replaced with a new ipp pump and reservoir. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a surgical intervention to revise this inflatable penile prosthesis (ipp) due to inflation issues. The ipp pump and reservoir was explanted and replaced with a new ipp pump and reservoir. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.